Manufacturer narrative:
A ge service rep performed an onsite investigation. The solder connections on the heater power card were repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the live image on the left monitor is black. No pt injury was reported.